Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
First revision of a cr triathlon implant that was implanted in 2012. Surgeon was revising because the tibial baseplate had subsided posteriorly. The surgeon thinks this may have been due to the knee not being properly balanced in initial surgery. The tibial baseplate that was removed showed bone bonding on anterior aspect not posteriorly, but there was backside wear of the polyethylene. The surgeon removed the baseplate and inserted a triathlon universal baseplate, 19 mm cs poly and a short 12 mm x 50 mm cemented stem.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through medical records. Device evaluation and results: although devices were not returned, images of the explanted devices were provided. On the provided images, the explanted baseplate presents with adherent bone on the anterior inferior surface but limited to absent bone on the posterior baseplate section. Medical records received and evaluation: baseplate malposition in excessive tibial baseplate posterior slope of 17° has caused knee flexion instability allowing excessive posterior femur rollback with clinical symptoms as well as excessive wear of the posterior parts of the poly bearing due to the overload condition. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review concluded that baseplate malposition in excessive tibial baseplate posterior slope of 17° has caused knee flexion instability allowing excessive posterior femur rollback with clinical symptoms as well as excessive wear of the posterior parts of the poly bearing due to the overload condition. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
1st revision of a cr triathlon implant that was implanted in 2012. Surgeon was revising because the tibial baseplate had subsided posteriorly. The surgeon thinks this may have been due to the knee not being properly balanced in initial surgery. The tibial baseplate that was removed showed bone bonding on anterior aspect not posteriorly, but there was backside wear of the polyethylene. The surgeon removed the baseplate and inserted a triathlon universal baseplate, 19mm cs poly and a short 12mm x 50mm cemented stem.